Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient expired due to unknown causes. A merlin.net transmission registered episodes of non-sustained oversensing and an episodes of ventricular fibrillation with anti-tachycardia pacing and capacitor charging. However, no therapy was delivered as the patient returned to sinus rhythm. There was no apparent malfunction of the device, the episode may be related to agonal rhythm related to the patient¿s condition and the cause of the death remains unknown. Further information was not available.